Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The far distal end of the hex checkpoint broke off when removing the checkpoint after the case was done. The surgeon then tried to remove the distal point of the checkpoint. The surgeon was able to remove the distal end of the checkpoint; was not left in the patient. Tha case delayed 20 minutes.

Event description:
The far distal end of the hex checkpoint broke off when removing the checkpoint after the case was done. The surgeon then tried to remove the distal point of the checkpoint. The surgeon was able to remove the distal end of the checkpoint; was not left in the patient. Tha case delayed 20 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the far distal end of the hex checkpoint broke off when removing the checkpoint after the case was done. The surgeon then tried to remove the distal point of the checkpoint. The surgeon was able to remove the distal end of the checkpoint; was not left in the patient. Tha case delayed 20 minutes. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w53172 and accepted into final stock on 10/12/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n111653 , lot number w53172 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.